Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services provided educational material to the customer. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced over fill during use. The following information was provided by the initial reporter: material no. 363083, batch no. 9184804 verbiage- the end user of this item is having issues of over filling.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced over fill during use. The following information was provided by the initial reporter: material no. 363083, batch no. 9184804. Verbiage- the end user of this item is having issues of over filling.